Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned lodged inside an 8 fr introducer sheath along with the product label. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The distal portion of the balloon was returned bunched and extended from the introducer sheath. The distal end of the sheath was returned flared. The flared distal tip was likely due to excessive retraction force during an attempt to remove the balloon. No other anomalies were identified on the device. Functional/performance evaluation: an attempt to retract the balloon through the introducer sheath was unsuccessful. The balloon was advanced out of the distal end of the sheath with little resistance. Fiber disturbance was noted 3.8cm from the distal tip and the polyimide was visible at this location. The fibers on the balloon were removed and a longitudinal rupture was identified approximately 3.0cm from the distal tip of the balloon and measured approximately 2.0cm in length. No other functional testing could be performed due to poor sample condition (i.e. Ruptured balloon). Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. Based on the returned sample condition, the complaint investigation was confirmed for a longitudinal balloon rupture, sheath retraction issues and fiber disturbance. It was likely that the reported balloon rupture contributed to the retraction issues and frayed material. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rated burst pressure (rbp) recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation in the cephalic vein, the pta balloon allegedly ruptured at 16atm. Reportedly, the balloon catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Another balloon catheter was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation in the cephalic vein, the pta balloon allegedly ruptured at 16atm. Reportedly, the balloon catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Another balloon catheter was used to successfully complete the procedure. There was no reported patient injury.